Manufacturer narrative:
(B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun

Event description:
During servicing of the unit, a ge healthcare service representative noted a failure affecting mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The cause of the reported fault was due to a user error. The hospital replaced the inspiratory flow sensor connector with an expiratory flow sensor connector.